Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration/perforation"), device breakage ("pieces of metallic coil are embedded"), embedded device ("pieces of metallic coil are embedded") and device dislocation ("the right coil free in the pelvis/the right coil is proximal to the isthmus of the oviduct.") In an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included macromastia, urinary incontinence, uti (escherichia coli), contusion, gerd, diarrhea, menometrorrhagia, flank pain, anxiety, abdominal pain, meningioma, vaginal bleeding, knee arthroscopy, abdominoplasty and cystitis. Concurrent conditions included obesity, vitamin d deficiency, fibromyalgia, allergic rhinitis, cervical spine degeneration, restless leg syndrome, glaucoma, prediabetes and dysuria. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain/pelvic pain"), abdominal pain lower ("right quadrant pain") and ovarian cyst ("ovarian cysts"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and essure coil removal and ovarian cystectomy laparoscopic (left)). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device breakage, embedded device, device dislocation, pelvic pain, abdominal pain lower and ovarian cyst outcome was unknown. The reporter provided no causality assessment for device breakage and embedded device with essure. The reporter considered abdominal pain lower, device dislocation, fallopian tube perforation, ovarian cyst and pelvic pain to be related to essure. The reporter commented: per medical record: on (B)(6) 2014, lmp: 2 weeks ago, denies pregnancy. Surgical pathology report: appendix, laparoscopic appendectomy: appendix with mild acute inflammation, compatible with acute appendicitis. Fallopian tube, right, laparoscopic salpingectomy: completely transected segment of fallopian tube. Fallopian tube, left, laparoscopic salpingectomy: completely transected segment of fallopian tube. Foreign body, compatible with essure coil. Foreign body and attached soft issue; removal:- foreign body, compatible with essure coil. Attached fibroadipose tissue with mild fibrosis and nonspecific chronic inflammation. Cyst, left ovary, excision: compatible with benign corpus luteum cyst. Endometrium, polyp, biopsy: compatible with benign endometrial polyp. A portion of the tissue was removed from oil end reveals two black additional pieces of metallic coil are embedded (each 0.4 cm in length x 0.2 cm in diameter). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2011: bilateral occlusion with the left coil in place but the right coil free in the pelvis; in (B)(6) 2014: right essure coil is in upper right abdomen; on (B)(6) 2016: essure device is fine on the left but not in the correct place on the right. Hysterosalpingogram - on (B)(6) 2011: bilateral occlusion with the left coil in place but the right coil free in the pelvis. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: device breakage, embedded device, pelvic pain, ovarian cyst, abdominal pain lower." Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration/perforation'), device breakage ('pieces of metallic coil are embedded'), embedded device ('pieces of metallic coil are embedded'), device dislocation ('the right coil free in the pelvis/the right coil is proximal to the isthmus of the oviduct.') And ovarian cyst ('ovarian cysts') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included macromastia, urinary incontinence, uti (escherichia coli), contusion, gerd, diarrhea, menometrorrhagia, flank pain, anxiety, abdominal pain, meningioma, vaginal bleeding, knee arthroscopy, abdominoplasty and cystitis. Concurrent conditions included obesity, vitamin d deficiency, fibromyalgia, allergic rhinitis, cervical spine degeneration, restless leg syndrome, glaucoma, prediabetes and dysuria. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), pelvic pain ("pain/pelvic pain"), abdominal pain lower ("right quadrant pain") and pain in extremity ("heel pain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and essure coil removal and ovarian cystectomy laparoscopic (left)). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device breakage, embedded device, device dislocation, ovarian cyst, pelvic pain, abdominal pain lower and pain in extremity outcome was unknown. The reporter provided no causality assessment for device breakage and embedded device with essure. The reporter considered abdominal pain lower, device dislocation, fallopian tube perforation, ovarian cyst, pain in extremity and pelvic pain to be related to essure. The reporter commented: per medical record: on (B)(6) 2014, lmp: 2 weeks ago, denies pregnancy. Surgical pathology report: appendix, laparoscopic appendectomy: appendix with mild acute inflammation, compatible with acute appendicitis. Fallopian tube, right, laparoscopic salpingectomy: completely transected segment of fallopian tube. Fallopian tube, left, laparoscopic salpingectomy: completely transected segment of fallopian tube. Foreign body, compatible with essure coil. Foreign body and attached soft issue; removal:- foreign body, compatible with essure coil. Attached fibroadipose tissue with mild fibrosis and nonspecific chronic inflammation. Cyst, left ovary, excision: compatible with benign corpus luteum cyst. Endometrium, polyp, biopsy: compatible with benign endometrial polyp. A portion of the tissue was removed from oil end reveals two black additional pieces of metallic coil are embedded (each 0.4 cm in length x 0.2 cm in diameter). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2011: bilateral occlusion with the left coil in place but the right coil free in the pelvis; in (B)(6) 2014: right essure coil is in upper right abdomen; on (B)(6) 2016: essure device is fine on the left but not in the correct place on the right.. Hysterosalpingogram - on (B)(6) 2011: bilateral occlusion with the left coil in place but the right coil free in the pelvis. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: device breakage, embedded device, pelvic pain, ovarian cyst, abdominal pain lower, heels pain" quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Reporter's information added.event: heels pain were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration/perforation'), device breakage ('pieces of metallic coil are embedded'), embedded device ('pieces of metallic coil are embedded'), device dislocation ('the right coil free in the pelvis/the right coil is proximal to the isthmus of the oviduct.') And ovarian cyst ('ovarian cysts') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included macromastia, urinary incontinence, uti (escherichia coli), contusion, gerd, diarrhea, menometrorrhagia, flank pain, anxiety, abdominal pain, meningioma, vaginal bleeding, knee arthroscopy, abdominoplasty and cystitis. Concurrent conditions included obesity, vitamin d deficiency, fibromyalgia, allergic rhinitis, cervical spine degeneration, restless leg syndrome, glaucoma, prediabetes and dysuria. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), pelvic pain ("pain/pelvic pain"), abdominal pain lower ("right quadrant pain") and pain in extremity ("heel pain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and essure coil removal and ovarian cystectomy laparoscopic (left)). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device breakage, embedded device, device dislocation, ovarian cyst, pelvic pain, abdominal pain lower and pain in extremity outcome was unknown. The reporter provided no causality assessment for device breakage and embedded device with essure. The reporter considered abdominal pain lower, device dislocation, fallopian tube perforation, ovarian cyst, pain in extremity and pelvic pain to be related to essure. The reporter commented: per medical record: on (B)(6) 2014, lmp: 2 weeks ago, denies pregnancy. Surgical pathology report: appendix, laparoscopic appendectomy: appendix with mild acute inflammation, compatible with acute appendicitis. Fallopian tube, right, laparoscopic salpingectomy: completely transected segment of fallopian tube. Fallopian tube, left, laparoscopic salpingectomy: completely transected segment of fallopian tube. Foreign body, compatible with essure coil. Foreign body and attached soft issue; removal:- foreign body, compatible with essure coil. Attached fibroadipose tissue with mild fibrosis and nonspecific chronic inflammation. Cyst, left ovary, excision: compatible with benign corpus luteum cyst. Endometrium, polyp, biopsy: compatible with benign endometrial polyp. A portion of the tissue was removed from oil end reveals two black additional pieces of metallic coil are embedded (each 0.4 cm in length x 0.2 cm in diameter). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2011: bilateral occlusion with the left coil in place but the right coil free in the pelvis; in (B)(6) 2014: right essure coil is in upper right abdomen; on (B)(6) 2016: essure device is fine on the left but not in the correct place on the right.. Hysterosalpingogram - on (B)(6) 2011: bilateral occlusion with the left coil in place but the right coil free in the pelvis. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: device breakage, embedded device, pelvic pain, ovarian cyst, abdominal pain lower, heels pain" . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration/perforation"), device breakage ("pieces of metallic coil are embedded"), embedded device ("pieces of metallic coil are embedded"), device dislocation ("the right coil free in the pelvis/the right coil is proximal to the isthmus of the oviduct.") And ovarian cyst ("ovarian cysts") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included macromastia, urinary incontinence, uti (escherichia coli), contusion, gerd, diarrhea, menometrorrhagia, flank pain, anxiety, abdominal pain, meningioma, vaginal bleeding, knee arthroscopy, abdominoplasty and cystitis. Concurrent conditions included obesity, vitamin d deficiency, fibromyalgia, allergic rhinitis, cervical spine degeneration, restless leg syndrome, glaucoma, prediabetes and dysuria. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), pelvic pain ("pain/pelvic pain") and abdominal pain lower ("right quadrant pain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and essure coil removal and ovarian cystectomy laparoscopic (left)). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device breakage, embedded device, device dislocation, ovarian cyst, pelvic pain and abdominal pain lower outcome was unknown. The reporter provided no causality assessment for device breakage and embedded device with essure. The reporter considered abdominal pain lower, device dislocation, fallopian tube perforation, ovarian cyst and pelvic pain to be related to essure. The reporter commented: per medical record: on (B)(6) 2014, lmp: 2 weeks ago, denies pregnancy. Surgical pathology report: appendix, laparoscopic appendectomy: appendix with mild acute inflammation, compatible with acute appendicitis. Fallopian tube, right, laparoscopic salpingectomy: completely transected segment of fallopian tube. Fallopian tube, left, laparoscopic salpingectomy: completely transected segment of fallopian tube. Foreign body, compatible with essure coil. Foreign body and attached soft issue; removal:- foreign body, compatible with essure coil. Attached fibroadipose tissue with mild fibrosis and nonspecific chronic inflammation. Cyst, left ovary, excision: compatible with benign corpus luteum cyst. Endometrium, polyp, biopsy: compatible with benign endometrial polyp. A portion of the tissue was removed from oil end reveals two black additional pieces of metallic coil are embedded (each 0.4 cm in length x 0.2 cm in diameter). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2011: bilateral occlusion with the left coil in place but the right coil free in the pelvis; in (B)(6) 2014: right essure coil is in upper right abdomen; on (B)(6) 2016: essure device is fine on the left but not in the correct place on the right.. Hysterosalpingogram - on (B)(6) 2011: bilateral occlusion with the left coil in place but the right coil free in the pelvis. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: device breakage, embedded device, pelvic pain, ovarian cyst, abdominal pain lower." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-mar-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.